Event description:
It was reported to covidien on 04/20/2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter completely fell out with the cuff intact after 24 days of insertion. The catheter was implanted on (B)(6)2010 and fell out on (B)(6)2010. The catheter was replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.